Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Transseptal puncture (tsp) was performed with a versacross access solution kit. The physician was having a tough time performing the tsp during the procedure due to the patient anatomy. A small effusion around the right atrium was noted via transesophageal echocardiogram (tee) prior to the procedure. The physician went up and down a couple of times, however, tenting on the septum was not seen. The physician proceeds to go up the inferior and superior vena cava (svc) multiple times, however, it was still not successful due to patient's sinus rhythm. Another physician attempted to perform the puncture but it was still not successful. The rf wire was then put through a non-boston scientific (bsc) sheath, however, tenting was still not possible. The wire crossed through the anterior side of the septum mechanically, without radiofrequency. Once tsp was confirmed, the tsp devices were exchanged for the was. The physician positioned the was in the laa of the patient and then inserted a 31mm closure device. The 31mm device was fully recaptured 4 times before the decision was made that it was too big. They exchanged for a 27mm closure device and deployed once before it was released in the laa. The closure device was right at the ostium, no leak and met all release criteria. At the end of the case, the physician noted that the pericardial effusion that was present preprocedural was still stable. Effusion sweeps were conducted after the transseptal puncture and in between the exchange of devices. About 2.5 hours later the patient's blood pressure was dropping and the pericardial effusion was notably larger. The physician performed a pericardial tap and proceeded to drain about 600cc of blood. The patient was stabilized and sent to the intensive care unit (ICU) for the night. The following day, the patient was still in the ICU with a pericardial drain and was stable.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.